Event description:
It was reported the patient is no longer receiving stimulation after feeling a surge of stimulation. The system was turned off and attempts to reactivate the system have been unsuccessful. Interrogation of the system revealed multiple invalid electrodes and x-rays revealed fractured lead. Reportedly the physician plans surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.